Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has partially been inflated and the stent has been expanded in its proximal 70 percent. Contrast medium was found inside of the inflation lumen and the balloon lumen. The unexpanded end of the stent is still crimped on the balloon at its intended position at the distal x-ray marker. The tip and the distal balloon shoulder shows a severe damage in the shape of a long deep scratch, which ends in a tear in longitudinal direction on the edge of a balloon fold. This cut is reaching through the wall of the balloon shoulder, causing a leakage. The leakage of the balloon most likely contributed to the inability to fully expand the stent. However, the cause of the damage of the balloon shoulder could not be identified. Review of the production documentation verified that the product detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each product is tested for air tightness by means of a pressure test and a helium leak test. The device was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has partially been inflated and the stent has been expanded in its proximal 70 percent. Contrast medium was found inside of the inflation lumen and the balloon lumen. The unexpanded end of the stent is still crimped on the balloon at its intended position at the distal x-ray marker. The tip and the distal balloon shoulder shows a severe damage in the shape of a long deep scratch, which ends in a tear in longitudinal direction on the edge of a balloon fold. This cut is reaching through the wall of the balloon shoulder, causing a leakage. The leakage of the balloon most likely contributed to the inability to fully expand the stent. However, the cause of the damage of the balloon shoulder could not be identified. Review of the production documentation verified that the product detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each product is tested for air tightness by means of a pressure test and a helium leak test. The device was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment in mildly calcified lesion (99 percent stenosis degree) in a mildly tortuous part of the lad. An attempt was made to place a stent in the lesion, but the stent balloon did not expand.

Manufacturer narrative:
Combination product: yes.